Event description:
Allegation that the head elevation has slow drift. No injury reported.

Manufacturer narrative:
Technician found that the head elevation had a slow drift. Replaced the valves to resolve this issue. Bed located in basement area.